Manufacturer narrative:
(B)(4). The other four perclose proglide devices, referenced are filed under separate medwatch manufacturer report reference numbers. The device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The reported needle to cuff miss appears to be related to interaction with the patient calcification. The treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that suture placement in the calcified right common femoral artery was attempted with 5 proglide devices, using a pre-close technique, via a 6fr sheath prior to a transcatheter aortic valve replacement (tavr) procedure; however, a cuff miss occurred with all 5 proglide devices. The left common femoral was accessed and suture placement with two new proglide devices was successfully done. The tavr procedure was performed using a 14fr sheath and hemostasis was achieved using the pre-placed sutures from the proglide devices. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.